Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. Additional information was requested, and the following was obtained: please provide more information about ""would not fire properly"" please explain in detail what was the issue with the device. Difficult to open the jaw while testing before the surgery. Was the firing sequence started but not completed? No. Did the device cut? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Not locked on the tissue. If yes, did the jaws eventually open? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e25080006, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not open after closing; and would not fire correctly. There was no patient consequence nor surgical delay reported. No additional information provided.